Manufacturer narrative:
D9: date returned to mfg 3/21/2024. One device was returned for evaluation. Visual inspection revealed a downstream occlusion (dso) bubble, lcd lens scratch, and battery door crack. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a bad latch lock. The latch lock was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a cassette error alarm and the lock latch lever had resistance moving up and down. The event occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm reported.